Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, the clip stick on the jaws of the device and therefore the device was not able to be fired. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient injury.